Event description:
A product liability claim was raised. It was reported that the patient was implanted a unknown winterthur hip product on an unknown date. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2008). A revision surgery will be performed on (B)(6) 2015 due to pain, cyst and cocr level increased.

Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Compatibility check: the compatibility check showed that the product combination was approved by zimmer. Referred in articulating combinations: metal on metal and in head and stem combinations: cocr femoral heads. Trend analysis: a trend has been identified and CAPA was initiated and performed. Review of event description: early revision of the acetabular component due to loosening, implant migration or unresolved pain. Review of x-rays and CT-scans: the x-rays were received as hard-copies, photographed and sent back. The photographing led to some loss in quality. The x-ray and CT-scan taken in 2007 as well as the CT-scan taken in 2014 were not considered for evaluation. The x-rays taken in the time period between directly pre-op and directly pre-revision were considered for evaluation. The x-rays taken on (B)(6) 2008 (12 days after implantation) appear inconspicuous. The cup inclination was measured to be approximately 53° and the anteversion was estimated to be between 10° and 15°. For the latter a template showing the profile of the durom cup in steps of 5° anteversion was used. Considering the differences in brightness of the pictures, a comparison of the x-rays of the entire follow-up shows that in december 2008 slight osseous changes in the acetabular area seem to start. On the ap view two of those areas can be observed; one in the area of the outer cranial and one in the area of the outer caudal edge of the durom cup. The changes are confirmed by the lateral view. On the latter it seems that the changes are easier to recognize. In (B)(6) 2009, a third area of possible starting osseous changes cranially close to the pelvis minor appears on the lateral view. All of these areas seem to progress continuously. There is nothing to report about the stem. Review of surgical report of implantation: the report states in the diagnosis section an osteonecrosis of the right femoral head state IV. In the procedure section there are no complications or other abnormalities described that would have an impact on the results of the investigation. A durom cup combined with a metasul head with head adapter and an uncemented avenir stem were implanted. Review of surgical report of revision: the diagnosis section states friction problems of a large diameter metal on metal head with three large cysts of the acetabular roof. The relevant points of the procedure section can be summarized as follows. First a spongy graft is taken from the posterior superior iliac spine. Then the hip joint is opened by using the old scar. Around the prosthesis cloudy liquid of moderate quantity is seen. Fibrous, periprosthetic tissue as well as cicatricial tissue around the cup is excised. The cup can be removed without difficulties. Large's posterosuperior cysts and an anterosuperior cyst are found and curetted. The acetabulum is successively reamed to diameter 54 mm. The beforehand taken spongy graft is mixed with tutoplast and blood is added. This graft is then well impacted into the cysts and a delta tt 54 mm cup is placed. A dual mobility insert and a head "0" are placed. Proper tension and quite acceptable stability is obtained. The choice of mobility is performed because of the patient's wish to make extreme movements with her hip. Review of letter from the patient: relevant information taken from the patient's letter is summarized below. During the first half of 2008 the patient underwent a surgery to implant prosthesis on her right hip. Afterwards the patient did not have sequels and lived quite normally performing her professional activities without any limitations. The patient is a gymnastic instructor and self-employed in the area of relaxing and sport massages. However, during the third quarter of 2014, after some six years of satisfaction with her new hip, the patient received a letter from her orthopedic surgeon indicating that there as a problem with this kind of prosthesis. The letter indicated that there could be a release of chromium and cobalt ions into the body and that the patient should ask her general practitioner to perform a blood test to check if the ion rate was within the tolerances. This was the case. End of 2014, the patient felt pain in her hip. A new blood test revealed elevated ions rates. A CT-scan and x-rays were taken. Beside the elevated ion rates an enlarging cyst was seen as a result of the particles generated by the prosthesis. The patient was told that a revision surgery is necessary which was scheduled for (B)(6) 2015. Device analysis: visual examination: the durom cup shows damage from the revision surgery, e.g. Nicks, scratches and damage of the equatorial fins. On the anchoring side a small piece of the titanium vacuum plasma spray coating is chipped off along the equator. Remains of bone attachments as well as polished appearing areas also on the equatorial fins are visible. Within the latter small darker appearing spots can be recognized. Closer inspection with the low power microscope with up to 40-times magnification revealed that some coating material is missing there. On the articulation surface numerous fine and some coarser scratches can be seen. By closer examination of the surface with the low power microscope with up to 40-times magnification in one area a borderline between the loaded and unloaded area defined by dense short scratches could be found. The metasul ldh head shows numerous fine and some coarser scratches as well as a line of little matt longitudinal zones running from the equator to the head's bottom. The latter probably derived from the revision surgery. The surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). Fine metallic smears are visible on the articulation surface. In the loaded area numerous scratches are visible and the carbides, which protruded slightly in the original surface state, had been leveled out. In the unloaded area the carbides are still recognizable. In the as-received condition the head adapter was still mounted in the head taper. For further investigation the parts were disassembled using the adapter extractor tool. On the inner surface of the head adapter surface changes due to fretting corrosion were found. Two marks can be observed at the proximal end of the taper. The outer surface of the head adapter and the head taper are inconspicuous. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value results in 12 um for the head and in 6.4 um for the cup which results in a yearly wear rate of 1.6 um for the head and 0.9 um for the cup. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 um / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 um / year per pairing [rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivoanalysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120]. After more than 7 years in vivo the durom cup combined with a metasul ldh head with head adapter had to be revised due to three large cysts in the acetabular roof. The cysts described in the surgical report of the revision surgery seem to correspond well with the osseous changes in the acetabular area seen on the x-rays. These changes started to develop already 11 months after implantation and progressed continuously over the time in vivo. In her letter, the patient mentions that end of 2014 the measured ion levels of chromium and cobalt in blood were elevated. However, the levels itself were not mentioned and were not at hand for evaluation. On the anchoring side of the durom cup polished areas are visible. This indicates possible loosening. There is nothing unusual to report about the articulation surfaces of the metal on metal pairing. The measured wear values have to be considered low compared to literature. Therefore, it is assumed that the elevated ion levels in blood could possibly be attributed to the fretting corrosion seen on the inner surface of the head adapter. However, it is unknown if this has any correlation with the patients pain and /or the cysts in the acetabular roof leading to the revision surgery. With the information provided and the investigation result, it is still not suspected that a product failure led to the alleged event and that this case is related to cases where the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Neither x-rays, operative notes, office visit notes, nor devices or photos of the device were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes for are reported in the dfmea which is available for every zimmer implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Lot numbers were now provided for the devices: the devices history records were reviewed and found to be conforming. Additionally, surgical reports were received for review. Zimmer lab received the explanted device for investigation; as soon as the investigation results will be available, a follow up report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted a durom acetabular component 50/44 code j on the right side on (B)(6) 2008. A revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review, as the patient has not yet been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).